Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with no balanced salt solution and displayed an error code during a procedure. The procedure was aborted. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported system message (sm) was replicated. Two solenoid spacers were replaced to resolve the issue. The reported bss issue was not replicated, however. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 7, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of sm can be attributed to two nonconforming solenoid clip. The system exhibited no problems functionally in regards to irrigation and infusion. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).